Event description:
It was reported to the company that during the procedure, the occlusion balloon would not deflate. After stenting and aspiration, the physician pulled vacuum a couple of times to deflate the balloon, but the balloon would not deflate. The physician indicated that the gold marker band was in the appropriate blue area when they checked the alignment in the microseal adapter. The physician then used a different microseal adapter and pulled vacuum again, but the balloon would not deflate. The physician subsequently used the original microseal adapter and the balloon deflated normally. There was no adverse effect to the patient.